Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, h8, h2, h3, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. The reported issue was reproduced during the investigation. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic bronchofibervideoscope exhibited an image blackout. The issue was found during preparation for use and before the patient was in the room. There were no reports of patient involvement.